Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Alleged failure: cracked/peeling confirmed. Failure: cracked/peeling insulation at tip of shaft probable root cause: poor autoclave reliability incorrect sterilization/reprocessing procedure handling procedures use error the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the insulation had been compromised. There was no patient involvement and therefore no adverse consequence.